Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, the lp prematurely separated from the delivery catheter. Upon inspection, it was found that the tethers on the catheter could not be aligned properly. The procedure was completed using an alternate delivery catheter. There were no patient consequences.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. Upon fixation, it was noted that electrical parameters were noted to be inadequate. During the procedure, the lp prematurely separated from the delivery catheter. Upon inspection, it was found that the tethers on the catheter could not be aligned properly. It was elected to discontinue the procedure. There were no patient consequences.